Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing. A technical support specialist (tss) connected to the server and generated an inventory report from the database, then connected to the station and generated a corresponding inventory report for comparison and confirmed there is no communication issue. The tss identified that when trying to get a medication out of a cubie that cannot be accessed. Tss attached a knowledge article "medstation es - how to troubleshoot a drawer failure or a bd pyxis cubie pocket failure" and instructed the user to load the cubie with new medication and once the cubie open, this load could be cancelled. Customer confirmed that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, two medications not shown up on ICU machine but physically loaded in pocket. There were no adverse events or injuries reported based on this event.